Manufacturer narrative:
The device was not returned for evaluation. The patient reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 using the pod 5 / page 42 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that after wearing the pod on the arm her blood glucose (bg) was reading from 12.1, 14.7, 16.7, 14.1 then 20 to 23 mmol/l (218, 265, 301, 254 then 360 to 414 mg/dl) with ketones present. She gave herself multiple correctional boluses (exact amount was not provided) but was not able to lower her bg levels. She was feeling restless, nauseous, having headache, stomach pain and was vomiting so she called for an ambulance. Upon their arrival she was rush to the hospital and gave herself a bolus of 2 units at home and 5 units of insulin in the ambulance. In the intensive care unit she was diagnosed with diabetic ketoacidosis and they placed her on an intravenous therapy of insulin and fluids. There were multiple blood tests and injections such as insulin, a prevention for blood clots, fluids, saline, insulin, potassium, glucose and 5 different catheter hanging out of her in various veins/artery for both nights in the hospital. The doctor told her that she was close to being in a coma. Upon deactivated it was noticed that the cannula was sticking up out of the skin. She stayed in the hospital for monitoring and was released on (B)(6) 2018.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found. Correction: lot number changed from unavailable to l43435. Expiration date changed from unavailable to 4/29/2019. Sequence number changed from unavailable to (B)(4). Correction: device mfg date changed from unavailable to 10/30/2017